Event description:
On two recently purchased units, the black toggle vent valve was loose and was not tightened. In one case, this resulted in someone being burned from not being able to close the valve. The injury was not serious.

Manufacturer narrative:
This incident was not submitted to FDA because it was concluded that it was not a serious injury. However during recent audit by FDA we learned that the incident was reportable. Therefore by the instructions of atlantra district office, the incident is being reported to FDA. No further information will be submitted to FDA by caire inc, otherwise advised by the FDA.